Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('stomach pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included anxiety, cyst of ovary, genital bleeding, endometrial biopsy, foot fracture, cholecystectomy, mammoplasty, abdominoplasty, tubal ligation, hematuria and dysfunctional uterine bleeding. Procedure: transcervical hysteroscopic sterilization using essure method- noted both right and left tubal ostia and everything appeared to be normal. Following this, we placed the essure device in the left fallopian tube and deployed it leaving 2 to 3 trailing coils. The same procedure was carried out on the right side and was noted 2 to 3 trailing coils at this point, the procedure was terminated and the patient left the operative room in good condition. Previously administered products included for an unreported indication: mirena, nitrofurantoin and fluconazole. Concurrent conditions included adhd. Concomitant products included alprazolam (xanax) and amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) for adhd. In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial"), pollakiuria ("bladder problems or changes : frequency"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rash/ rashes or skin conditions type: skin rashes/irritation"), migraine ("migraines/headaches : severe migraines"), dental caries ("dental problems- tooth decay"), vision blurred ("vision/eye problems type: blurred vision that appear with migraines"), teeth brittle ("brittle teeth") and tooth loss ("tooth fell out") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vulvovaginal pain ("vaginal pain") and skin irritation ("skin irritation"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic procedure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain upper, rash, dysmenorrhoea, fatigue, vulvovaginal pain and skin irritation had resolved and the urinary tract infection, bacterial vulvovaginitis, vaginal infection, pollakiuria, migraine, nausea, dental caries, dyspareunia, vaginal discharge, vision blurred, weight increased, teeth brittle and tooth loss outcome was unknown. The reporter considered abdominal pain upper, bacterial vulvovaginitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pollakiuria, rash, skin irritation, teeth brittle, tooth loss, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Both sides 2 to 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received- previously reported event ¿injury to herself¿ updated to ¿stomach pain¿, events- ¿skin rashes, infection- uti, bacterial, vaginal, severe migraines, nausea, dysmenorrhea, dyspareunia, fatigue, vaginal discharge, blurred vision, weight gain, vaginal pain, skin irritation, bladder problems or changes : frequency, dental problems- tooth decay, brittle teeth, tooth fell out¿. Reporter, medical history, concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('stomach pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included anxiety, cyst of ovary, genital bleeding, endometrial biopsy, foot fracture, cholecystectomy, mammoplasty, abdominoplasty, tubal ligation, hematuria and dysfunctional uterine bleeding. Procedure: transcervical hysteroscopic sterilization using essure method- noted both right and left tubal ostia and everything appeared to be normal. Following this, we placed the essure device in the left fallopian tube and deployed it leaving 2 to 3 trailing coils. The same procedure was carried out on the right side and was noted 2 to 3 trailing coils at this point, the procedure was terminated and the patient left the operative room in good condition. Previously administered products included for an unreported indication: mirena, nitrofurantoin and fluconazole. Concurrent conditions included adhd. Concomitant products included alprazolam (xanax) and amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) for adhd. In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial"), pollakiuria ("bladder problems or changes : frequency"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash/ rashes or skin conditions type: skin rashes/irritation"), migraine ("migraines/headaches : severe migraines"), dental caries ("dental problems- tooth decay"), vision blurred ("vision/eye problems type: blurred vision that appear with migraines"), teeth brittle ("brittle teeth") and tooth loss ("tooth fell out") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vulvovaginal pain ("vaginal pain"), skin irritation ("skin irritation"), pelvic pain ("pelvic pain female") and rash ("skin rash"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic procedure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain upper, dermatitis allergic, dysmenorrhoea, fatigue, vulvovaginal pain and skin irritation had resolved and the urinary tract infection, bacterial vulvovaginitis, vaginal infection, pollakiuria, migraine, nausea, dental caries, dyspareunia, vaginal discharge, vision blurred, weight increased, teeth brittle, tooth loss, pelvic pain and rash outcome was unknown. The reporter considered abdominal pain upper, bacterial vulvovaginitis, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain, pollakiuria, rash, skin irritation, teeth brittle, tooth loss, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Both sides 2 to 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('stomach pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included anxiety, cyst of ovary, genital bleeding, endometrial biopsy, foot fracture, cholecystectomy, mammoplasty, abdominoplasty, tubal ligation, hematuria and dysfunctional uterine bleeding. Procedure: transcervical hysteroscopic sterilization using essure method- noted both right and left tubal ostia and everything appeared to be normal. Following this, we placed the essure device in the left fallopian tube and deployed it leaving 2 to 3 trailing coils. The same procedure was carried out on the right side and was noted 2 to 3 trailing coils at this point, the procedure was terminated and the patient left the operative room in good condition. Previously administered products included for an unreported indication: mirena, nitrofurantoin and fluconazole. Concurrent conditions included adhd. Concomitant products included alprazolam (xanax) and amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) for adhd. In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In february 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial"), pollakiuria ("bladder problems or changes : frequency"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash/ rashes or skin conditions type: skin rashes/irritation"), migraine ("migraines/headaches : severe migraines"), dental caries ("dental problems- tooth decay"), vision blurred ("vision/eye problems type: blurred vision that appear with migraines"), teeth brittle ("brittle teeth") and tooth loss ("tooth fell out") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vulvovaginal pain ("vaginal pain"), skin irritation ("skin irritation"), pelvic pain ("pelvic pain female") and rash ("skin rash"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic procedure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain upper, dermatitis allergic, dysmenorrhoea, fatigue, vulvovaginal pain and skin irritation had resolved and the urinary tract infection, bacterial vulvovaginitis, vaginal infection, pollakiuria, migraine, nausea, dental caries, dyspareunia, vaginal discharge, vision blurred, weight increased, teeth brittle, tooth loss, pelvic pain and rash outcome was unknown. The reporter considered abdominal pain upper, bacterial vulvovaginitis, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain, pollakiuria, rash, skin irritation, teeth brittle, tooth loss, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Both sides 2 to 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Events: "pelvic pain female", "skin rash" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.